Event description:
It was reported that during preparation of a recanalization procedure, the catheter was allegedly broken in its protective sheath. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one seeker crossing support catheter was returned for evaluation. Sample appeared to be clean. Kink was noted to the catheter approximately 6.2cm from the distal tip, no anomalies to the remaining catheter and hub. Based on the findings, the investigation is confirmed for the identified material deformation issue as a kink was noted the catheter. However, the investigation is unconfirmed for the reported break issue as no other break issues identified to the returned device. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during preparation of a recanalization procedure, the catheter allegedly broken in its protective sheath. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2023).